Event description:
The merci retriever l6 was used for 5 attempts to retrieve thrombus from the left middle cerebral artery. After the 5th pass, it was noted that the left anterior cerebral artery was occluded. The physician indicated that this was most likely related to clot fragmentation. For that reason, at the end of the procedure, the left anterior cerebral artery was selectively catheterized and a total of 6mg tpa was infused into the vessel. The patient was discharged after 9 days to nursing home/extended care facility with the mrs of 4 - moderate severe disability; need for assistance with some basic activities of daily living but not requiring constant care. At 90 days, the patient remained in the nursing home/extended care facility and had been there 85 days with two hospitalizations for ivc filter placement and rehydration. Current mrs of 4 remains.

Manufacturer narrative:
Because the device was not returned to concentric medica, a complete investigation could not be performed. The event described above may or may not have caused or contributed to the patient outcome described in section b5. Emboli, acute occlusion, ischemia and neurological deficits including stroke are listed as possible complications in the instructions for use.